Event description:
The balloon was within the liver for a tips procedure and inflated to 12 atmospheres. The balloon ruptured and the shaft fractured.

Manufacturer narrative:
Visual examination: b the balloon exhibited a complete circumferentially-directed tear, 2.5 cm distal to the proximal balloon seal. B the distal balloon segment exhibited an axially-directed tear. B the inner body was found to be fractured at the proximal balloon seal. B the inner body material distal to the fracturing was found to be elongated. B the proximal markerband was not returned. B the actural csi was used during clinical use was not returned. Microscopic examination: further evaluation using scanning electron microscopy (sem) on the outer balloon material revealed no evidence of surface abrasions that might have initiated the tears. Due to the elongated condition of the inner body material, distal to the fracturing, it appears that the inner body was fractured by excessive force which was applied to the catheter during attempts to withdraw the catheter from the pt's vasculature. The cordis instructions for use state that if strong resistance is met during withdrawal of the catheter, withdraw the entire system.